Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, the patient experienced a skin reaction with burning, redness, inflammation, blisters, drainage, and infection at the needle puncture site. The reaction was treated with a prescription of oral antibiotic, flucloxacillin. At the time of the report the area looked better, but the skin reaction was still present. It was understood that the patient was stable. No photo was provided. There was no documentation of further medical intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.